Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400mg/dl at the time of incident and constantly increasing to 500 mg/dl and the current blood glucose of the patient is 530mg/dl. This morning the blood glucose was 240 mg/dl, after lunch it was 300 mg/dl something and then 400 mg/dl. Customer treated with insulin pump and manual injection. Customer declined troubleshooting for high blood glucose. The product will not be returned for analysis.